Event description:
Customer reports lancet protrudes from the end cap of the soft touch device after firing. Accidental needle stick occurred, but did not require medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.